Manufacturer narrative:
There have been no other events for the lot referenced. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported the patient's right hip was revised due to osteolysis and shell loosening. Intra-operatively, the poly liner was observed to be worn. The shell, liner, and femoral head were revised to a competitor shell and liner with a 36 +5 pca head. Rep confirmed there are no allegations against the femoral head, and reported that no further information will be released by the hospital or surgeon.